Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files were unable to be viewed to confirm points collected off the tibia in the tibia free collection screen. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. No patient injury was reported or expected as the standard instrumentation is still part of the approved surgical technique to complete the procedure. No further medical assessment is necessary at this time. Although not confirmed, the most likely cause of the point collection occurring after the foot pedal is released is a known software bug that is under investigation by the software engineering team. This situation is captured in the navio risk assessment released at the time of the complaint. Refer to the surgical technique guide for knee arthroplasty which provides a ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure.

Event description:
It was reported that, during a navio ukr procedure, they encountered an issue while smart mapping the tibia. The computer continued to collect points, even though the surgeon had released the foot pedal. They attempted to recollect the points, but it continued to occur. They abandoned the case after restarting and changed to manual instruments with a delay of greater than 30 minutes. This was the second incident of two. No other complications were reported.